Event description:
A user facility reported that a patient came to the cardiac catheterization lab following a ventricular tachycardia and ventricular ectopic arrest for initiation of extracorporeal cardiopulmonary resuscitation. The novalung device was prepped to hand up the patient circuit into the sterile field to start support. When handed up to the sterile field, the p2 pressure cable broke and was not detected on the console screen. An attempt was made to pull the cord and switch to another cable; however, the cable was stuck in the device. Within a few minutes of ECMO support the p3 pressure cable also was not reading a pressure, and it was found to be in the xlung kit, but not able to read a pressure. This cable also remained in the device. ECMO support was not stopped due to the urgency of support at that time. The patient was hooked up to blood pressure and EKG monitors to ensure best care practices were followed. Also, the novalung console was reading a total flow to patient with rpms. There was no color change that was noted on arterial limb of circuit until the oxygen level was increased to maximum support of 100% oxygen. Upon arrival to the ICU, the patient pressure cables were switched, and once changed, the clinicians were able to note the negative pressure (p1) was -400 mmhg. Ultimately, the patient expired within 5 hours of arrival. The disposable was sent back to fresenius due to the oxygenator not functioning (the date and destination of the shipped product were not reported resulting in no record of return or evaluation). Arterial blood gases were drawn on the post-oxygenator side with an fio2 of 100% and the highest yield was an arterial oxygen of 87 mmhg. An arterial oxygen directly from the patient was 89 mmhg which indicated the patient's lungs were doing the work as it was higher than the device. No further information was provided by the user facility.

Manufacturer narrative:
Additional information: b5, d9 plant investigation: no parts were returned for evaluation, no machine log files provided, and no serial numbers were provided by the reporting facility. Four similar complaints reporting a functionality issue have been reported in the last 24 months. The reason for the absence or incorrect values being displayed on the console may be attributed to a defective cable, a faulty connection between the cable and sensor or a defect in the sensor itself.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a patient came to the cardiac catheterization lab following a ventricular tachycardia and ventricular ectopic arrest for initiation of extracorporeal cardiopulmonary resuscitation. The novalung device was prepped to hand up the patient circuit into the sterile field to start support. When handed up to the sterile field, the p2 pressure cable broke and was not detected on the console screen. An attempt was made to pull the cord and switch to another cable; however, the cable was stuck in the device. Within a few minutes of ECMO support the p3 pressure cable also was not reading a pressure, and it was found to be in the xlung kit, but not able to read a pressure. This cable also remained in the device. ECMO support was not stopped due to the urgency of support at that time. The patient was hooked up to blood pressure and EKG monitors to ensure best care practices were followed. Also, the novalung console was reading a total flow to patient with rpms. There was no color change that was noted on arterial limb of circuit until the oxygen level was increased to maximum support of 100% oxygen. Upon arrival to the ICU, the patient pressure cables were switched, and once changed, the clinicians were able to note the negative pressure (p1) was -400 mmhg. Ultimately, the patient expired within 5 hours of arrival. The disposable was sent back to fresenius due to the oxygenator not functioning (device and date shipped were not reported). Arterial blood gases were drawn on the post-oxygenator side with an fio2 of 100% and the highest yield was an arterial oxygen of 87 mmhg. An arterial oxygen directly from the patient was 89 mmhg which indicated the patient's lungs were doing the work as it was higher than the device.